Event description:
Caller reports that on (B)(6) 2010 he had the prolene mesh from ethicon implanted in him. This caused him numerous side effects including but not limited to pain, swollen abdomen, ambulating difficulties, excessive weight loss, odor, leaking from surgery site, and loss of life enjoyment. When he consulted with his doctor, it was realized that the mesh was rotten inside him and thus he had to undergo revision surgery. The first surgery was performed on (B)(6) 2011 to extract the mesh. However, he still continued to have side effects which warranted a second surgery on (B)(6) 2012 and six weeks later, the third surgery was also performed. He reports that the doctor told him they lost him twice during these surgeries and said his situation was the worst he had ever seen. He also reports that since he had the mesh put in him, he has known nothing but pain, abuse and suffering and hopes the FDA can do something to help him.